Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Lower case, lcd (liquid crystal diplay) lens, and battery drawer are broken. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device was intermittent, no bottom display. It was also reported the lower display flutters and adjustment to knobs is not working. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.